Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (cts), however, customer declined to complete the check. Customer blood glucose was "high". Multiple attempts were made by cts to complete the system check, however no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.